Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2025-10885. Related manufacturer reference number: 2017865-2025-10886. It was reported that the patient experiences redness, swollen and the pouch burst. The pacemaker was explanted due to infection, erosion and wound dehiscence. The right atrial (ra) lead and right ventricular (rv) lead explanted due to infection. The infection was not related to the product and the procedure. The pacemaker system was replaced on the later date on (B)(6) 2025. The patient was stable throughout.